Event description:
During a service visit, a field service engineer (fse) reported the failure of a solenoid valve 223 ((B)(4)) at the customer site. The vacuum chamber 222 was not draining due to the failure of this solenoid. There were no erroneous results reported outside the laboratory. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
The field service engineer (fse) replaced the solenoid valve 223 to resolve the issue of the vacuum chamber 222 not draining. The failure mode identified could, upon recur, generate erroneous differential, retic and nrbc results due to improper preparation of sample for diff/retic/nrbc analysis. (B)(4).